Manufacturer narrative:
A review of the further investigation has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified, the weight of the device was within specification and an opening extended. A microscopic analysis identified, one opening, sharp on the posterior. A dimension measurement in the shell verified the thickness was within specification. Based on the device analysis the final assessment is the sharp opening on the posterior assessed as an unidentified (tear) opening. The reason for reoperation was rupture and silicone migration. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side rupture and silicone spread to the lymph nodes. The device has been explanted.